Manufacturer narrative:
Product ID: 10fcc13 product type: sheath. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a pulsed field ablation procedure, deflection issues were experienced during ablation on the left inferior pulmonary vein (lipv) and the device slipped through the mitral valve into the left ventricle (lv). The physician was unable to capture the sheath and catheter back through the valve. The physician was able to pull back the guide wire into the sheath, and was able to capture the array into the sheath but the sheath would not pass through the mitral valve. As the physician was trying to pull sheath through the valve this caused acute mitral regurgitation and the patient lost blood pressure. Compressions were performed on the patient to maintain blood pressure. The sheath was pushed slightly back in lv and patient's blood pressure returned. The physician tried several maneuvers trying to deploy and re-capture array but was unable to pull sheath through the valve. Physician tried to deflect, un-deflect, and performed micromovements to pull the sheath and array through the mitral valve, with no success. Another physician was called into to help troubleshoot. The sheath and array were pushed towards the apex of the lv and then the array was re-deployed and successfully captured and dislodged from the mitral valve. The sheath and catheter were then pulled out of the lv. The catheter was pulled all the way out of the body, the sheath remained in the body for the remainder of the procedure. The catheter when examined after procedure was found to have a knot. The case was completed with pulsed field ablation. No further patient complications have been reported as a result of this event.

Event description:
It was further reported that the patient required extended hospitalisation.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: the pscc100 loop catheter with lot number 0012702708 was returned and analyzed. Visual inspection was performed. No anomalies were identified during external visual inspection of the array and handle segments. On the shaft segment, a kink was observed on the shaft. On the handle segment, the capture device's adapter was observed to be detached. The printed circuit board assembly (pcba) chip was reprogrammed for functional testing. The catheter passed performance functional testing with the generator; therapy deliveries were completed with no system errors generated. No performance issues were identified. Deflection testing (rotating steering knob clockwise and counter-clockwise) was performed, the distal catheter tip responded with approximately 170° rotation in both directions. No anomalies were observed. Despite attempts to soften the guidewire lumen with disinfectant to dilute potential dried blood, the slide control function remained stiff, limiting its full range of motion. The electrical continuity test did not reveal any anomalies. Inspection (microscope/x-ray imaging) and testing was performed to verify the integrity of the catheter sub-components. During inspection of the shaft segment, entangled electrode wires were observed. In conclusion, the clinical issues occurred during the procedure and the reported knotted array issue was not confirmed during testing. The loop catheter failed the returned product inspection due to entangled electrode wires, shaft kink, and a detached capture device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.